Manufacturer narrative:
A philips clinical application specialist (cas) reviewed the alarm data and configurations with the internal staff, and determined that the incident was due to user error and not the monitor. The station apparently had a red alarm, acknowledged it at central station, and then no one went to the patient. The cas provided information on a plan to standardize alarm configurations. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the patient passed away related to the monitor alarms; however, the cause of death was not provided. In a verbal discussion with the clinical application specialist, it was noted the central station generated a red alarm, which was acknowledged; however, staff did not check on the patient. The customer also clarified the event was not related to the monitor but due to an error.